Event description:
(B)(4). It was reported that during a stenting treatment procedure, a vessel dissection occurred. The patient presented due to stable angina. The 99% stenosed and 20mm long target lesion was located in the mildly tortuous 1st diagonal branch artery with a reference vessel diameter of 2.5mm. After placement and post dilatation of a 2.50x28mm taxus liberte a grade a vessel dissection was observed. The vessel dissection was treated by deploying a 2.25x20mm taxus liberte stent distal to the first stent. No other patient complications were reported.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).